Manufacturer narrative:
Customer reported that a pyxis medstation es system produced visible smoke. Customer stated that before the smoke was detected a nurse was attempting to recover one of the device's drawers. The user reported that the unit unexpectedly shut down while attempting to recover the drawer. User attempted to reboot the device until a smell of burning cables was detected. The nurse sprayed the unit with a fire extinguisher to prevent any additional damage. The device was disconnected from its power source afterwards. This event is recorded in complaint number 2589515. A field service technician evaluated the device and determined that the device's solenoid had a higher, out of nominal range, resistance reading. This caused a spike in amperage when triggered by the application. The field service technician reported that the communication sled was damaged during this event. Field service technician replaced the device's latch and the communication sled. Device was reconfigured and tested. Field service technician confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system produced visible smoke. Customer stated that before the smoke was detected a nurse was attempting to recover one of the device's drawers. The user reported that the unit unexpectedly shut down while attempting to recover the drawer. User attempted to reboot the device until a smell of burning cables was detected. The nurse sprayed the unit with a fire extinguisher to prevent any additional damage. The device was disconnected from its power source afterwards.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, a1, d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-aug-2020 to 07-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's solenoid had a higher-than-nominal range resistance reading, which caused a spike in amperage when triggered by the application and this had let to the damage of communication sled. Field service engineer replaced the device's latch and the communication sled. The device is reconfigured and evaluated. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that pyxis medstation es system had produced visible smoke. Before this issue a nurse was attempting to recover one of the device's drawers. It was also reported that the unit had unexpectedly shut down while attempting to recover the drawer. So, the user attempted to reboot the device until the smell of burning cables was detected. The nurse sprayed the fire extinguisher on the device to prevent any further damage. There were no adverse events or injuries reported based on this incident.